Event description:
Home patient's (hp) spouse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during dwell 1/3 automated peritoneal dialysis (apd) therapy. Reportedly, after troubleshooting with tsc the source of the issue could not be determined. Tsc assisted hp's spouse in ending therapy early and advised they complete therapy manually. Hp's spouse reportedly was just going to start the homechoice therapy over using the same supply bags but a different homehoice set. Tsc advised against doing so and explained the risks involved in doing so. Per rn, no patient injury or medical intervention was associated with this incident.